Event description:
It was reported that in 2003, a pt underwent abdominal surgery. It is reported that within days of the surgery the pt's wound was not healing and she allegedly developed an infection. It was reported that at approximately 2 months later, the pt underwent further surgery. The pt alleges that the surgeon discovered medical packing in the wound. It is reported that the packing was removed and the pt was sent home with wound dressing instructions. It is reported that on or about one month later, the pt was referred to infectious disease specialist who ordered a PICC line and antibiotics. The pt alleges that she received two weeks of "vacuum pump treatment" during a period of about 5 weeks. The pt alleges that at about 2 months later, she underwent further testing and an abdominal wall abscess was found. The pt alleges she was treated by various physicians for infection and abscess without success. It is alleged that in the following month, the pt was operated on and medical gauze was discovered. It is reported that 3 months later, a large piece of scar tissue was removed from the pt's abdomen. It is reported that the pt underwent "vacuum pump treatment for three days." It is reported that about 7 or eight days later, pieces of "vacuum pump sponge" were found in abdomen and allegedly had to be surgically removed. It is reported that in 2004, two more pieces of abdominal packing were discovered in pt's abdominal wound. It is reported that at about 3 months later, the pt underwent further surgical treatment and further pieces of "vacuum pump sponge" were discovered. It is reported that at approximatelry 6 months later, the pt was admitted to the hosp for further treatment including catheterization, pain management, and treatment of abdominal wound and nerve damage to her leg and groin.

Manufacturer narrative:
This event as reported occurred over a period from 2003 to 2004, and was not previously reported to kci. Based on info provided, it cannot be determined if the v.a.c. Therapy system used during the pt's course of treatment following multiple surgical procedures may have been a factor in the injury and damages alleged from retained foreign materials. The retained foreign materials included medical packing and medical gauze apparently used in surgical procedures prior to v.a.c use and pieces of "vacuum pump sponge" which have not been evaluated by kci.